Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for erratic blood glucose results. The customer is concerned with results obtained of 379 and 411 mg/dl. The expected fasting blood glucose test result range is 90-120 mg/dl. The customer did report symptoms of feeling sick and vomiting. Medical attention is reported as a result of the actual blood glucose results and reported symptoms. The product is stored by customer according to specification in the living room. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 04/30/2019 and open vial date is last week. The meter memory was reviewed for previous test result history: (date/time not stored correctly) (B)(6). Customer called in concerned with the results she received from the meter. Customer states that the meter is giving her erratic results. Customer states that on (B)(6) 2018 she was feeling sick, she was vomiting. She checked her blood sugar with the metrix meter, the results were ranging from 100 mg/dl, 140 mg/dl and 170 mg/dl fasting. Customer states that her friend drove her to the ER. At the ER, customer's results was 211 mg/d fasting. Customer was diagnosed with dka. Customer was treated with magnesium, potassium and insulin. Customer was discharged on (B)(6) 2018 and advised to follow up with her pcp. Customer is calling today because she is concerned that the results are erratic. Customer states that on (B)(6) 2018, the meter read 25 mg/dl fasting , customer states that she took some glucose tabs and carbs, she checked again 7 minutes later, the results was 75 mg/dl non fasting, she checked again 20 minutes later, the results was 379 mg/dl non fasting , and again one minute later, the results was 411 mg/dl non fasting. Customer's concern in not with high or low, but with the difference between results within minutes. Instructed customer on proper way to test back to back. This is a replacement meter. Advised customer to return the meter and strips back for investigation. Customer has no symptoms of high or low blood sugar at the time of call.